Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken device could be confirmed. Device investigation on the available parts shows a pattern of damage typical due to excessive mechanical stress: the device has been plastically deformed and elongated cross-sectionally achieving a typical necking pattern before fracture. All the other damages found are confirming this failure mode. Based on the investigation the root cause of the event was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the shaft of the drill broke.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the shaft of the drill broke.